Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected manufacturing date. Corrected data: h4. Investigation results: during device evaluation, the reported issue was confirmed: the lens at the tip of the insertion tube was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the customer-provided information, it was determined possible that the device was hit with something hard during a procedure due to application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A user facility reported to olympus during a therapeutic anterior cruciate ligament (acl) procedure the tip of telescope "trueview ii", 4 mm, 30°, autoclavable was hit by something while driving the dilator and the lens at the tip cracked. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event.